Event description:
The physician intended to use an endeavor sprint drug eluting stent to treat a lesion exhibiting 80% stenosis in the rca-pd. The lesion was pre-dilated with a 2.0x25mm unknown balloon under 6 atm pressure. The endeavor sprint device was removed from packaging per IFU, inspected and prepped prior to use with no issues noted. It is reported that the endeavor des did not move on a 0.014" non-medtronic guide wire while attempting to deliver. The wire had been inspected, prepped and flushed prior to use with no abnormalities noted. It is reported that resistance was encountered when advancing the device. Excessive force was not applied. When the stent was removed from the vessel, a damage/opening on the distal strut of the stent was observed. No patient clinical sequelae were reported. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy.

Manufacturer narrative:
Evaluation codes, results: inherent risk of procedure (stent deformation) patients condition affected the effectiveness of the device (lesion morphology - 80% stenosis) none (no device received for evaluation) no results available since no evaluation was performed (device or procedural images not returned for evaluation) evaluation codes, conclusions: known inherent risk of procedure (stent deformation) device failure related to patient condition (lesion morphology - 80% stenosis) unable to confirm complaint (device or procedural images not returned for evaluation) device not returned . (B)(4).